Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient has been revised to address pain and osteolysis.

Event description:
Update (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to burnishing on the inner wall of the acetabulum and "sticking" when the femoral head was coupled with the acetabular shell. The information received does not change the MDR decision. The complaint was updated on: (B)(4) 2013. Comment: there is a dor discrepancy between litigation and medical records. Due to accuracy, the dor from the medical records will be reported. Should we receive additional information, we will update if needed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Update (B)(4) 2013 - litigation papers received. Litigation alleges disability and elevated metal ion levels. There is no new additional information that would affect the investigation. Comment: there is a dor discrepancy between litigation and what was previously reported on the der. Due to accuracy, the dor from the der will remain. Should we receive additional information, we will update if needed. The complaint was updated on: (B)(4) 2013.

Manufacturer narrative:
Depuy still considers this investigation closed.